Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe would not properly connect to the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the picture samples, no damages or molding defects could be observed and the syringe appeared connected to a needle. Ten retained samples of the same lot number were obtained for evaluation from the manufacturing facility. Upon visual inspection of the ten samples, no damages or molding defects could be observed. Tip verification was performed using a gauge and each of the retained samples met specifications. A device history record review of lot 1610001p did not reveal any issues during the production of lot number 160001p that could have contributed to the reported defect. This is the first complaint for syringe needle connectivity issue for the provided lot number 1610001p. Based on the investigation, a definitive root cause could not be identified for this incident. This issue is not related to a manufacturing defect. Since no defective sample has been received and no defect has been found in retained samples neither any incidence in DHR review of lot 1610001p, the root cause of the alleged defect cannot be determined. No corrective action is required at this time.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe would not properly connect to the needle. There was no report of exposure, serious injury or medical intervention.